Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was damaged; further described as ¿the luer lock hub on the catheter extension set was either cross treaded or the threading was not deep enough to maintain a tight connection between the IV catheter and the extension set." The issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.